Event description:
Guidewire passage difficult/damaged or out of spec; it was reported that the physician was using the multimed kit and the guidewire had "sheared". There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Only the 0.032" guidewire was returned. The wire was found to have a broken at the end of j shape. There is a gap in the outer coil wire at the inner wire break site. The outer coil wire has also been stretched over a 40cm area.